Event description:
A ventilator was returned to the third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, there was damaged to the display located on this device. The customer was provided a service quote, and they refused the service quote for the repair to the display. There were no repairs to the device since it was scrapped. Additional findings not related to the malfunction/issue was preventative maintenance was performed and the muffler, air foam inlet filter, internal battery was replaced on the device. The following parts were replaced due to contamination found on the device: blower, machine flow sensor, bellow, and tubing.